Manufacturer narrative:
As part of the investigation, instrumentation laboratory (il) reviewed the online help documentation (operator's manual), and confirmed that there are appropriate instructions and warnings regarding the cleaning of the specimen piercer. The instructions include a warning not to place a finger under the acl top 500 cts specimen piercer since it is very sharp. The acl top 500 cts performed as intended with no malfunction and its labeling provides appropriate warnings to the user regarding the hazard of the sample piercer. Therefore, no remedial action is required at this time.

Event description:
It was reported that a customer punctured their finger while cleaning the specimen piercer of the acl top 500 cts system. No sutures of the puncture were required, but the user received (B)(6) treatment.